Event description:
A 4f coaxial introducer was being used for the placement of a vascath in the patient's right internal jugular. When the sheath portion of the coaxial system was removed by the physician, he noticed the tip broke off and traveled. Fluoroscopy was used to locate the tip, which was in the pulmonary artery. It was retrieved without any harm.